Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR is for pt 1 of 1 on day 2 of 2. See MDR #1061932-2011-01015 for pt 1 of 1 on day 1 of 2. The software algorithm of the lh750 analyzer had its sensitivity set to [2202], which is the mid level setting for blasts and variant lymphocytes, set off for imm. Ne 1 (immature neutrophils, primarily bands) and set mid level for imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated an abnormal scatter plot but the blast flagging algorithm was not sensitive enough to generate any suspect flags for this sample. This appeared to be a sample-specific issue had field service was not dispatched to the site.

Event description:
The customer reported that the lh750 hematology analyzer failed to flag for the presence of blast cells in one pt sample. The test results were accompanied by an instrument-generated message for imm ne 2 (immature neutrophil 2: suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). A manual differential was performed on the sample and 10% blast cells and 3% band cells were observed. The customer believed the manual results to be correct. There were no erroneous results reported out of the lab. There were no reported changes to pt treatment associated with this event.